Event description:
Ous MDR - during a pocket revision because of hemorrhaging, an excessively high shock impedance (>150 ohm) was measured. A defect at the proximal end of the lead was reported, without any observed damage to the insulation. No deterioration in the pt's state of health was reported. The lead was explanted. See scanned page.